Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation for 40 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the balloon was not folded, suggesting exposure to positive pressure. According to the pcb2cm specification, the device rated burst pressure is 10 atmospheres. The returned device was connected to an encore inflation unit, and positive pressure was applied, at which point deionized water was observed leaking from a pinhole located approximately 2mm distal to the proximal marker band. Further visual inspection confirmed no damage to the tip or blades, and all blades were intact and fully bonded to the balloon surface. A visual and tactile assessment of the shaft identified no kinks or other damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation for 40 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.